Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a procedure, the blade broke. No further details have been provided, we are currently making attempts to gain more information.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.